Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The expiratory channel printed circuit board (pcb) was replaced and returned for investigation. Evaluation of received device logs confirms that the pressure transducer test sequence had failed on the expiratory valve test with voice coil force out of range on the reported date of event april 30, 2021. The returned expiratory channel pcb was installed in the reference ventilator. Four pre-use checks passed and simulated use test ventilation ran for four days without issues. A malfunctioning expiratory valve section may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion is that the reported pre-use check failures could be confirmed in received device logs but not during the laboratory investigation of the returned expiratory channel pcb. The problem may stem from the expiratory valve, but this could not be confirmed. No further problems have been reported.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).